Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a procedure, the system was not providing enough vacuum and a patient experienced a thermal injury. A company representative evaluated the surgeon settings and adjusted the phaco tip associated with the settings.

Manufacturer narrative:
A company clinical analyst reviewed this case and stated the following: ¿the surgeon reported the system was not providing vacuum properly and the noises didn¿t sound right. The company sales representative happened on site and the surgeon was speaking to him as an aside. No product was kept or recorded. The surgeon continued with the case without any action and completed the case. The surgeon noted there was a phaco thermal injury he noticed. The wound was sutured. The company sales representative double checked the surgeon¿s settings and adjusted the phaco tip associated with his settings. The company sales representative completed a list of three cases with the next surgeon with no further incidents. The reporting surgeon provided no further details and wasn¿t specifically asking for any help. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase.¿ the company sales representative double checked the surgeon¿s settings and adjusted the phaco tip associated with his settings. The company sales representative completed a list of three cases with the next surgeon with no further incidents. The reporting surgeon provided no further details and wasn¿t specifically asking for any help. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 17, 2011. Based on qa assessment, the product met specifications at the time of release. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (B)(4).